Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was hospitalized for the event and treated with unspecified antibiotics. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the pt did not wear a mask while performing pd therapy. Subsequently, the pt experienced peritonitis manifested by turbid pd effluent, abdominal pain, fever and diarrhea. Treatment for the event was not reported. At the time of this report, the peritonitis had resolved, the pt was recovered and dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.